Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right deflation. Healthcare professional later reported "deflated." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ observed on opening on the anterior side assessed as unidentified (tear) opening three opening on the anterior side assessed surgical damage. (Shell thickness was within specification). Additional observations: ¿ crease flat observed on the device. ¿ wear abrasion observed. ¿ white particles observed.